Event description:
On (B)(6) 2011 this patient was admitted to the hospital with a blood infection. The md decided to extract this lead and it did not release, before it left the vein the tip broke off and is plainly evident on flora. Dr. (B)(6) is planning to monitor the patient and consider surgically removing the tip. The patient did fine durina the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).